Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 27 mg/dl. The customer was also experiencing confusion. Troubleshooting was performed, and the insulin pump was programmed, but the customer didn't know if the basal rates were correct or not since her health care professional usually does the programming. The insulin pump was not exposed to high magnetic fields. The reservoir volume was accurate. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.